Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline failed to deploy in the distal section. The pipeline tip could not be deployed, so it was replaced.the distal section of the pipeline was positioned in a bend. Less than 50% had been deployed when it failed to open. The pipelin was been re-sheath 2 or less times. No other action was taken to deploy the stent. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared as indicated in the package insert. The pateint was being treated for an unruptured, saccualr aneurysm in the right internal carotid artery (ica) c2 segment. The max diameter was 9.5mm and the neck diameter was 4mm. The distal landing zone was 4.1mm and the central landing zone was 4.2mm. Vessel tortuosity was moderate. Dual antiplatelet treatmetn was administered. No patient symptoms or complications were reported.